Manufacturer narrative:
Siemens filed the initial MDR on 18-april-2019. Additional information (03-june-2019): siemens completed the investigation and confirmed that a sample probe mechanism went offline due to a misalignment. The siemens cse has performed realignments and verified the mechanical operation. No recurrences are reported by the customer, and the instrument is operating within specifications. No further evaluation of the device is required. Method, results, and conclusion codes are updated.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform of intermittent delays in patient testing. The operator noted that sample testing did not initiate on the connected atellica immunoassay (im) analyzers, and the worklist screen displayed an hourglass icon next to the patient samples. The operator contacted siemens and, following siemens guidance, performed troubleshooting; paused the atellica im analyzer and placed it back into run, and the software showed sample error(s) on the worklist. Additional troubleshooting performed by the operator allowed samples to resume testing and the software to display the estimated time for processing. Siemens reviewed system logs and identified issues with the tip tray. Siemens identified an alignment issue with the sample probe, and a realignment resolved the issue. Siemens is investigating the issue.

Event description:
The operator of an atellica sample handler prime instrument observed an intermittent delay in patient testing. The operator informs that stat patient samples for troponin I ultra (tni-ultra) and creatine kinase mb (ckmb) testing were involved in the delay. There are no reports of patient intervention or adverse health consequences due to the event.